Event description:
I had essure coils placed in (B)(6) 2010. I have been experiencing side effects such as severe pain in my lower abdomen, more frequent, irregular, heavy periods, exhaustion and headaches. I did not have issues with this prior to having the coils inserted. The side effects continue to get worse. So far my doctors have said it couldn't be the essure giving me the issues but I haven't had any tests done to be sure.